Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. Analysis results revealed there were no anomalies found. There was blood/body fluid on the distal conductor (not obstructed).

Event description:
It was reported that during implant attempt, the physician was unable to obtain a stable position of the left ventricular lead due to patient anatomy. The lead was not used. No patient complications have been reported as a result of this event.